Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, customer was unable to measure temperature using foley catheter due to faulty temperature sensor.

Event description:
It was reported that, customer was unable to measure temperature using foley catheter due to faulty temperature sensor. Per follow up information received via ibc on 12aug2025, stated that the reason why the temperature was not displayed was currently unknown.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Pfmea ra87p063 rev. 12 (temperature sensing foley catheter assembly) was reviewed for this investigation. The reported event is addressed in step/item #3 . A potential root cause for this failure mode could be, due to sensor wire too weak, thermistor chip too weak, handling damaged. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling has been conducted for investigation purposed. The jifu is attached on the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.